Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from between the top and bottom housing disks of the check valve. An underwater leak test verified the leak. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a used sample, an interlink continu-flo solution set was leaking between the top and bottom housing disks of the check valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.